Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis of the returned device was inconclusive. The low battery voltage was confirmed, but analysis demonstrated that the device was fully functional with nominal system current drain. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Based on the analysis detailed above, there was no internal short in the battery. (B)(4).

Event description:
The device was replaced due to reaching elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.